Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 75270, was returned and analyzed. Visual inspection of the balloon catheter showed the inner balloon had dried blood. Verification of the smart chip indicated the catheter was used for 5 injections. The performance test failed. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.14 inches from the tip. Visual inspection under microscope revealed a cut on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical umbilical cable was replaced and the console was reset without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.